Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
A patient who had an initial surgery of the aequalis reverse on (B)(6) 2015, visited the outpatient department on (B)(6) 2020,and complained of pain in the affected area. Upon x-ray examination and puncture examination of the affected area, looseness of glenoid implant and infection were confirmed. Surgery was performed on (B)(6) 2020. Since the base plate on the glenoid side was unstable, all implants on the glenoid side were removed except the humeral stem implant and the metaphysis implant, and the surgery was completed. The surgeon commented:regarding the implant on the humeral side was confirmed to be stable, so it was left as it was.